Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
On (B)(6)2022, the distributor reported the additional information: the pump history was reviewed and it was determined that a malfunction of the tandem device did not occur. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.